Manufacturer narrative:
(B)(4) . Method: the complaint rt380 adult dual- heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection on the provided photograph revealed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing from the inspiratory elbow. Visible damage to the jacket probe leg was observed. Conclusion: without the complaint device, we are unable to determine the cause of the missing grommet. All rt380 adult dual- heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult dual- heated evaqua2 breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt380 adult dual-heated evaqua2 breathing circuit failed was unable to be connected with the temperature probe. There was no patient involvement.